Manufacturer narrative:
Received 1 set of 3 used arcticgel pads only. The right torso pad was not returned for evaluation. During the visual evaluation it was observed that the left chest pad was damaged on the peripheral side. A cut was found on the center of the pad and it appeared that excessive force was used to cut the pad. The left and right thigh pads had no obvious defects. A functional evaluation was performed via a flow rate test. The left and right thigh pads were connected to the arctic sun machine model 2000 for 10 minutes: left thigh pad: a total of 3.66 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 3.82 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was found to be within specifications for the left and right thigh pads as the flow rate must be above 2.4 l/min m2. The left chest pad was not tested due to the condition of the sample. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave an air leak error; as a result, therapy was interrupted and the pads were replaced with a new set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.